Manufacturer narrative:
(B)(4) lens edge irregular. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Based on the complaint history and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, and the lens edge was noted to be irregular. There was patient contact but no injury. The backup lens was implanted.

Manufacturer narrative:
Additional information received - the reporter indicated the lens was not inserted and removed. The surgeon did not like the edge appearance after loading into the delivery instrument, during procedure. (B)(4).